Event description:
Balloon burst.

Manufacturer narrative:
The report from the affiliate indicated that: a pt was undergoing a procedure to an artery below the knee. The pt's vessels were described as calcified. The opta pro balloon was being used to dilate the vessel, when it burst at an unk pressure. A hand-injection technique was used. There were no adverse effects to the pt, and the procedure was successfully completed with another balloon. The prod was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.